Event description:
While the unit was in use on a pt, battery power continued running even though the unit was plugged into the electrical outlet. Pt was switched to another unit and therapy was continued. No pt injury was reported.